Manufacturer narrative:
Review of instrument images: sample displayed slight red cell adherence with a tight button. That could be interpreted as a negative reaction or weakly reactive. Roi did not appear to need adjustment. Automatic camera adjustment performed. Customer has not reported any further issues of this nature.

Event description:
Customer reported an unexpected negative antibody screen when testing a sample on the galileo. The sample was tested by manual screen and resulted positive. The sample was re-tested on a different galileo and resulted positive. The same lot of reagents were used on both instruments. The antibody was later identified as an anti-d. Customer does not have sample remaining for further testing.